Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found the piece of wire was part of the atrial contact spring which had been pushed out of its ring slot. Foreign material was noted in the contact springs which contributed to the reported inability to insert the lead and tightening of the atrial setscrew.

Event description:
New information states that the patient was fine post operation.

Event description:
It was reported that during implant procedure, the pulse generator exhibited atrial connector port anomaly and set scew anomaly. It was noted that a piece of wire was hanging out of the atrial port. The device was not implanted and replaced. No further information was available.